Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Most likely cause(s) of this type of event include non-compliance to the post-op protocol or post-op trauma to the surgical site. Per device directions for use: until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. For bio-absorbable implants: attempting implantation into hard, dense bone and /or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. Pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. Make sure to use the recommended drill bit or punch to create the bone socket. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had a work related injury on (B)(6) 2016. The patient had a partial thickness rotator cuff tear that did not respond to conservative therapy. Patient underwent rotator cuff repair of the left shoulder on (B)(6) 2017. The surgeon performed a lateral speedbridge repair using one ar-2324bcc bio-composite swivelock anchor with #2 fibertape. The patient was progressing post-operatively, but experienced increasing pain and stiffness and had a palpable lump on the deltoid region. The MRI arthrogram showed a portion of the screw was fixed within the proximal humerus and another portion appeared broken and loose in the subdeltoid bursal region. The patient underwent a revision surgery on 2/1/18 to remove the swivelock fragment. The fragment was retrieved using a grasper and was approximately 5 mm and about a third of the length of the swivelock anchor. Probing of the rotator cuff revealed a very stable repair and there was no evidence of re-tearing and no loose suture in the remainder of the anchor. The remainder of the swivelock was in the proximal humerus lodged in and stable and thus no revision repair was necessary. The swivelock fragment that was removed was given to the patient.